Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen sensor was damaged on a 840 ventilator. The ventilator was not on a patient at the time of the event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown. The oxygen sensor was replaced.